Event description:
The customer obtained discordant, (B)(6) vitros hbsag results from 2 different proficiency samples on two different vitros hbsag reagent lots when tested on a vitros eciq immunodiagnostic system vitros hbsag reagent lot 7490: (B)(6). Vitros hbsag reagent lot 7550: (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if it occurred with a patient sample undetected. There was no report of patient harm as a result of this event.this report is number one of two 3500a forms filed for this event, as two devices were affected.(B)(4).

Manufacturer narrative:
The investigation determined that discordant, (B)(6) vitros hbsag results were obtained from two proficiency samples while using the vitros 5600 immunodiagnostic system. Based on the limited information available, there was no evidence to suggest that the vitros hbsag reagent or vitros eciq instrument malfunctioned. The investigation could not determine a definitive assignable cause. An unknown interferent present in the proficiency samples could not be ruled out as a contributing factor.